Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings when they experienced a low blood glucose of 37mg/dl. The customer's sensor glucose was 167mg/dl at the time of the incident. The customer's blood glucose level was 148mg/dl at the time of the call. The customer treated with milk and banana for the low and declined to troubleshoot for the low reading. The customer also reported during the call that they had a blood glucose value of 148mg/dl and an sensor glucose value of 135mg/dl at another event. The difference was within acceptable range and the customer was explained possible causes of the differences. A water tight test was performed and passed. No product will be returned for analysis.